Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles in shell and fill channel and opening on valve. Leak test and microscopic analysis was performed which identified: opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Patient reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device was explanted.